Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. For clarification, the teflon pad on the clamp arm was no longer secured in the inner slot and one of the corners was found to be broken off. The missing material, approximately 0.03" x 0.03", was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed that the harmonic ace instrument white blade has shifted. The procedure was completed with no reported injury.